Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple pump error. The customer¿s blood glucose was 12.4 mmol/l at the time of incident. After troubleshoot pump error not resolved. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected software error detected alarms during testing however, the formatted history file confirmed software error detected unable to determine the root cause per r&d. No unexpected pump error drive count or time values or changes incorrect for moving or coasting error, device software error, or trace pointers are invalid alarms noted during testing.